Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they were experiencing pain and that it got worse when urinating. The patient also stated they had "lumps out on" their back. The patient was then transferred to patient services, where it is reasonable that the report was clarified. The patient reported that they had pain all the time, and that most of the time, the pain was on the right side of the vagina, on the exterior lip. The patient said they were having accidents and couldn't get to the bathroom. The patient also said there was a lump where the device was implanted. The patient said they didn't think the health care professional (hcp) had talked to them about when to change programs. It was noted that the patient was currently at their home in florida, and it was indicated that the patient's hcp wasn't nearby and so health care professional (hcp) listings in florida were also emailed to the patient. It was reviewed with the patient how to change programs. The patient started on program 2 and it was reviewed how to change to program 3. On program 3, anything higher than 0.1 was uncomfortable and when the patient was on program 3 they said they felt stimulation more on their back where the implant was. It was reviewed wiht the patient how to change to program 4. While the stimulation was off, the patient said they could still feel the pain but the pain was not as sharp. The patient turned the stimulation back on and increased stimulation on program 4. The patient reported they were getting "shocks" in their lower stomach, which caused them to jump. The patient decreased their stimulation and said they would stay on program 4. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to a healthcare provider to further address the issue and to discuss the symptoms and pain.